Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/13/2017 - voicemail, 7/17/2017 - voicemail, 7/19/2017 - phone. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting knob popped up during a case, requiring the clinician to hold down the knob in order to continue manual ventilation. There was no report of patient injury.